Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-70, serial#: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient underwent a revision procedure wherein the lead and pocket were adjusted. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the reason for lead adjustment was for better coverage.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient underwent a revision procedure wherein the lead and pocket were adjusted. No device malfunction was suspected. The patient was doing well postoperatively.